Event description:
Per the physician's report, two months after cochlear implant surgery this pt suffered a trauma near the implant site which caused a hematoma and subsequent skin flap infection. The infection was meticillin-resistant staphlococcus aureus, which was treated with 5 different forms of IV antibiotics for 14 days each (vancomycin, ilnozolid, imipenen, telcplanin, ritampicyn). Two surgeries were performed (dates unk) to clean the area and cover the implant with periostium. The surgeon explanted the device in 2006 and plans to reimplant a new device in 8/05.